Event description:
Boston scientific received information that during a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure, issues were encountered using electrocautery mode with the replacement device. When electrocautery mode was disabled, there was no pacing observed. Next, the device was programmed to rv only in vvi mode and the left ventricular (lv) lead was connected to an external pacing system analyzer (psa). When the lv lead was disconnected from the psa, there was complete loss of capture observed. Boston scientific technical services (ts) discussed four possible conclusions to the issue (i.e., rv lead connected to incorrect header port, setscrew was not secure, device programmed to sub capture level or something truly wrong with device). A second device was requested and no further issues were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although the field observations were not conclusively confirmed in analysis, laboratory technicians noted that one possible scenario that could explain the symptoms observed in the field would be if the right ventricular (rv) lead was under inserted where the tip was just making contact and secured by the setscrew, but the ring not making good contact with the leaf spring contact.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.